Manufacturer narrative:
No patient information available however, it has been reported that the patient is over 18 years old. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6) 2010. According to the complainant, the patient was being treated as a prophylactic measure for several varices within the patient's esophagus. The patient was not actively bleeding at the time of this event. During the procedure, when the handle was rotated to deploy a band, two to three bands deployed at the same time. The bands successfully attached to the varix. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.